Event description:
The account alleged the motor power of led is on and he cannot get it to go off. He said they replaced the zib board but the issue remains. He found the power board has corrosion on it.

Manufacturer narrative:
Repairs have not been compelted.